Event description:
Procedure: nephrectomy. According to the reporter: the staple line came off the renal artery. The staple line was over sewed. Delay in surgery time was reported as 60 minutes. Tissue damage was reported. Blood loss was reported with no amount given. A vascular surgeon and repaired the diaphram and vascular structure.